Manufacturer narrative:
The date of this submission is (B)(4)-2011. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6)-2011 from a consumer (age and gender unspecified) reporting on self from the united states.on an unspecified date, the consumer started using johnson and johnson reach clean burst icy spearmint dental floss for dental cleaning (route- dental, lot number- 1531d, expiration date unspecified). During the second use, the cutter broke off.this report had no adverse event and the action taken with the device was unknown.this report was considered a reportable malfunction case.